Event description:
Pt was revised to address shoulder pain, with superior migration.

Manufacturer narrative:
Examination was not possible, as the products were not returned. A search of the complaint database found no prior reports for both reported part and lot number combinations. Provided information states the pt was revised due to pain, superior migration. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.